Event description:
Boston scientific crm received information that this device triggered elective replacement indicator (eri) due to charge time. At the 27th total implant month, the monitoring voltage of this device was 3.2 volts and was associated with a charge time of 22.8 seconds. Subsequently, boston scientific crm received information from an implant form that this device was explanted due to normal battery depletion.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device's life cell capacity and current drain were within normal limits. The device was put through and passed a series of automated diagnostic testing that verified the operational and functional capabilities of the device. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.